Manufacturer narrative:
E1:initial reporter facility: (B)(6). E1:initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was selected for use in a endovascular thrombectomy. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed a different device. There were no patient complications as a result of this event.